Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.0x15mm mini trek referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, 99% stenosed concentric lesion in the distal left anterior descending coronary artery. The 2.0x15 mm mini trek rx balloon dilatation catheter (bdc) was advanced; however, resistance was met with the anatomy. During the first inflation at 8 atmospheres the balloon ruptured. The 2.0x15 mm mini trek rx bdc was removed from the patient anatomy. A 2.0x15 mm nc trek rx bdc was advanced; and resistance was met with the anatomy. During the first inflation at 14 atmospheres the balloon ruptured. The physician commented that a rotablator should be used for the lesion, however it was not available. The procedure was finished without further treatment. The mini trek and nc trek rx bdc were removed from the patient anatomy without resistance. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.